Event description:
Customer reported an incident of hyperglycemia requiring professional medical treatment at a time when she attempted to use, but was unable to use her compact plus system due to an error within specifications. A request was made for the return of the system and a replacement was sent.